Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result generated on an architect i2000sr analyzer for a (B)(6) year old female patient diagnosed with infertility. Initial result = 252.15 miu/ml; repeat result = <1.20 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Service inspected the analyzer and found sample crystals in the sample probe wash cup/pp plate rv load diverter /wash station 1/wash station 2/under the surface of the trigger manifold. Service determined the diverter, load and unload - moulded base (rohs) the likely cause and cleaned the part to resolve the issue. Service verified the system function with a control run. A review of the service history for the analyzer identified no contributing factors and no subsequent issues related to the discrepant patient results. A review of tracking and trending data in the product monitoring review for alinity I/architect ia did not identify any systemic issues or trends associated with the complaint issue. A review of trending and manufacturing for the diverter, load and unload ¿ moulded base (rohs) did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.